Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The pt began to experience increased spasticity and the hcp performed an x-ray rotor study which revealed the pump had stopped. The pump was explanted in 2000 and returned to the MFR for analysis. Another synchromed pump was implanted in 2000 and the pt resumed intrathecal baclofen therapy.